Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in a procedure during an unknown date. According to the complainant, during preparation, the handle of the basket was found broken when the device was unpacked. There were no reported patient complications as a result of this event. Investigation results revealed that the basket wire detached; therefore, this is now an mdv reportable event.

Manufacturer narrative:
H11: correction: h6 (conclusion code). B3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. H6: device code 1069 captures the reportable investigation result of basket wire detached/separated. F10: visual inspection of the returned complaint device found the handle does not present any visual or physical defects; moreover, when it was actuated, it moved with no issues. However, two basket wires were found to be detached and not returned with the device. It is highly possible that the way in which the device was handled and manipulated may have contributed to the failure of basket wires detached. The defect is typically caused by the user during the handling of the product at the field. During manufacturing the product is inspected to ensure its proper integrity; however, there is no control to how the units are handled at the field. Therefore, the most likely root cause of this failure is adverse event related to procedure. Though a malfunction of the device has been confirmed, the reported failure of handle break could not be confirmed through the product investigation; therefore, the root cause for this failure is no problem detected as the initial device complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Visual inspection of the returned complaint device found the handle does not present any visual or physical defects; moreover, when it was actuated, it moved with no issues. However, two basket wires were found to be detached and not returned with the device. It is highly possible that the way in which the device was handled and manipulated may have contributed to the failure of basket wires detached. The defect is typically caused by the user during the handling of the product at the field. During manufacturing the product is inspected to ensure its proper integrity; however, there is no control to how the units are handled at the field. Therefore, the most likely root cause of this failure is adverse event related to procedure. Though a malfunction of the device has been confirmed, the reported failure of handle break could not be confirmed through the product investigation; therefore, the root cause for this failure is no problem detected as the initial device complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in a procedure during an unknown date. According to the complainant, during preparation, the handle of the basket was found broken when the device was unpacked. There were no reported patient complications as a result of this event. Investigation results revealed that the basket wire detached; therefore, this is now an mdv reportable event.